Event description:
It was reported by svc report that the head siderail would not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Grease dried on siderail causing it not to function properly.